Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient is having difficulty voiding two weeks post-operatively. The surgeon performed the procedure suprapubically because the patient's maximum urethral pressure was low with only approximately twenty-five centimeters of water. The surgeon left the mesh tension free at the time of the surgery and the surgeon leaves an eight french hegar dilator between the mesh and the urethra until the mesh is trimmed. The patient is able to empty her bladder but it takes her fifteen plus minutes, and upon scan, she has approximately one hundred to two hundred millimeters post-void residual. The surgeon plans to wait two more weeks before he suggests another procedure, however the surgeon reported that the mesh probably needs to be loosened.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.